Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('very small piece that was still embedded in the uterine portion of the tube'), device dislocation ('essure migration') and embedded device ('very small piece that was still embedded in the uterine portion of the tube') in a (B)(6)-year-old female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage (reason for miscarriage), cyst and anesthesia. Concurrent conditions included vulvovaginitis (acute vaginitis) and (B)(6). Concomitant products included lisinopril since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced pelvic pain ("pelvic pain"), vaginal infection ("vaginal infections") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal disorder ("vaginosis"), skin mass ("skin bumbs") and skin odour abnormal ("odour"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, embedded device, vaginal disorder, vaginal infection, skin mass and skin odour abnormal outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, device breakage, device dislocation, embedded device, pelvic pain, skin mass, skin odour abnormal, vaginal disorder and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: uterus: the uterus was retroverted. Nabothian cysts are seen in the cervi and essure implants which appear to be satisfactory in position and occlusion,. Ultrasound scan vagina - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 19-dec-2019: plaintiff fact sheet and mr received: new reporter, patient demographic, essure indication, insertion and removal date updated. Lot number added. Event injury to herself was replaced. New event pelvic pain, device dislocation, device breakage, embedded device, vaginosis, vaginal infections, nickel allergy , odor and skin bumbs added. Concomitant medication and historical condition added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('very small piece that was still embedded in the uterine portion of the tube'), device dislocation ('essure migration') and embedded device ('very small piece that was still embedded in the uterine portion of the tube') in a 40-year-old female patient who had essure (batch no. D13386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage (reason for miscarriage), paratubal cyst and anesthesia. Concurrent conditions included vulvovaginitis (acute vaginitis) and gonorrhoea. Concomitant products included lisinopril since 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2019, the patient experienced pelvic pain ("pelvic pain"), vaginal infection ("vaginal infections") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal disorder ("vaginosis"), skin mass ("skin bumbs") and skin odour abnormal ("odour"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy and removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, embedded device, vaginal disorder, vaginal infection, skin mass and skin odour abnormal outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, device breakage, device dislocation, embedded device, pelvic pain, skin mass, skin odour abnormal, vaginal disorder and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: uterus: the uterus was retroverted. Nabothian cysts are seen in the cervi and essure implants which appear to be satisfactory in position and occlusion. Ultrasound scan vagina - on an unknown date: result not provided. Batch no d13386, production date 2014-09-30, expiration date 2017-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.